Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the broach handle. The collar of the broach handle came off during surgery while the broach handle was being used during broaching. No pieces ended up in the wound site. There was a slight delay. More of an inconvenience for the surgeon. Patient was not affected at all. Good surgery outcome. Surgeon was able to slide collar back on and finish surgery. Replaced handle with new broach handle. The rep was present at the time of surgery. No patient demographic information provided. The device was returned on (B)(6) 2017. Inactive agency with no hospital/other contact information for the event. No additional information.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Engineering analysis completed by mb on 7/30/2018. Design-related issues: this design has been in the field since 2004. Exactech has received 6 similar complaint reports involving this device since 2008. Because this device is used in both primary and reverse shoulder replacements, sales data for humeral stems were used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot, which has been in the field since 2014. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this modular broach handle, 750-2002-039-rmr-instruments additions rev f, was reviewed. The risk is captured in row 17. The broken instrument reported in experience c2017-192 was likely the result of the dowel pins backing out, allowing for the foot component to detach from the handle. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. No patient adverse event, the surgical outcome was "good". No pieces from the device fell in the wound site. An investigation was conducted: the broken instrument reported was likely the result of the dowel pins backing out, allowing for the foot component to detach from the handle.